Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 395 mg/dl and the sensor glucose that triggered the suspend event was 80 mg/dl. Insulin delivery was suspended due to sensor values. Suspend on low limit in sensor settings was 80 mg/dl to 90 mg/dl. Customer's other blood glucose was 51 mg/dl. Customer was treated with food for low blood glucose. Troubleshooting was performed for low blood glucose and over delivery and high blood glucose and under delivery. Customer also stated that insulin pump had calibration not accepted alert. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The sensor will not be returned for analysis.